Manufacturer narrative:
The reported issue (it was reported that there was balloon damage on the catheter during the pretest) was confirmed, as cause unknown. Per visual evaluation noted that the balloon had ruptured/burst. No pieces of the balloon were missing. The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that there was balloon damage on the catheter during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was balloon damage on the catheter during the pretest.